Manufacturer narrative:
Insulin pump act button did not respond duet o corroded keypad trace. No button error alarm noted, insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer changed the battery but the error persisted. Customer is now in (B)(6) and has a holiday insulin pump. Customer will call back when they arrive back to swap the insulin pump. Insulin pump will be replaced. No additional information provided.